Manufacturer narrative:
The reported events were dislodgment and failure to capture. The reported event of failure to capture was not confirmed. A complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical testing and visual inspection of the lead found no anomalies.

Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was observed that the left-ventricular (lv) lead exhibited loss of capture and was dislodged. As a resolution the lead was not used and a near at hand replacement was implanted instead on 4 nov 2024. No patient consequences were reported, and the patient was stable.